Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was calibrated and returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.